Event description:
A customer contacted company regarding discrepant accu tni results from 2 different patient samples that were generated by the access 2 instrument. The accu tni results were: 0.57ng/ml from patient a, and 1.35ng/ml from patient b. The customer re-tested patient a and b samples for accu tni. The repeated accu tni results were: 0.00ng/ml for patient a and 0.00ng/ml for patient b. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.